Manufacturer narrative:
(B)(4). Additional narrative: if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Event: it was detected that the setting time was significantly higher than normal. The hospital requests the change for another different lot. The hospital informed that this cement has always been used without problems, the storage conditions have not changed, so I request the relevant change. Today the hospital have 17 in stock, of which their lots are: code: 3315040 and lot 8422528 (2 units) , code: 3315040 and lot 8468054 (10 units) , code: 3315040 and lot 8447720 (5 units).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provision of 21 cfr, part 803. The report may be based on the information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Product complaint # (B)(4). Investigation summary: the complaint states "[translation] event: it was detected that the setting time was significantly higher than normal. The hospital requests the change for another different lot. Device history lot : null. Device history batch : null. Device history review : null. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.